Event description:
Report of delay in therapy received. Customer reports they had an "acute" pt for which they were performing an emergency angiolplasty. A tridil infusion was in place. The physician had "just placed the angioplasty balloon and wire across a lesion at which time he ordered an integralin bolus and infusion to be started. The bolus was administered IV push. When attempting to start the integralin infusion, the pump gave repeated cassette alarms. Attempts to start the infusion on another pump also resulted in repeated cassette alarms. The cassette was reprimed and further attempts to start the infusion were also met with cassette alarms. The nurse reports that it took approximately 5-6 pumps and 3 separate cassettes to get the infusion running as ordered. She states there was a 38 minute delay in starting the infusion. The pt did not experience any adverse effects due to the delay in therapy. No add'l info was available.